Event description:
The patient presented to the hospital with signs of a heart attack and the decision was made to place a stent. While performing the procedure, it was discovered that blood was noted from the incision in the femoral artery. The user proceeded to the other side, and inserted a stent in the femoral artery to stop the bleeding. The patient reportedly has had three blood transfusions. It was later discovered that the sheath/tool was too large and packaged incorrectly.

Manufacturer narrative:
Mw5151340.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.